Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found with broken curved blade at the base. A piece measuring approximately 0.444" x 0.085" was found to be broken off. The broken piece was not returned. As a result of the broken blade, the instrument failed the energy delivery test. Components adjacent to the broken blade do not show damage. Additional observations related to the customer reported complaint: the instrument was found to fail the energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message " tighten assembly" on 3 out of 3 attempts. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The probable root cause of the energy recognition failure is attributed to a cracked blade.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the connection between the harmonic ace instrument and the gn11 generator machine failed during use. The procedure was completed with no patient harm.